Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 07/30/2020. Investigation conclusion a 20039e sample from lot 19125969 was received for investigation in opened packaging; residual blood was present in the sample, particularly around the collar of the male luer. A visual inspection of the male luer did not identify any obvious damage which may have contributed to the observed blood leakage. The sample was subjected to pressure testing; no leakage was observed from the male luer or any other part of the extension set throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19125969 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. In this instance, as the connecting product was not returned for investigation, it could not be determined if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e product in the past 12 months.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced leakage. The following information was provided by the initial reporter: tube leak quantity = 1 during use, tube leak, so blood exposure. Sample available to be returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced leakage. The following information was provided by the initial reporter: tube leak. Quantity = 1. During use, tube leak, so blood exposure. Sample available to be returned.